Event description:
Noise was observed on the atrial channel one day post- implant. Episodes continued randomly and were not reproducible. The atrial lead was noted to be functioning properly. During the surgical procedure, it was noted that the rv lead was dislodged. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.